Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced wound dehiscence at the site of their device. The implanted system, including this left ventricular (lv) lead, was explanted. Wound dehiscence carries a high risk of potential infection. No additional adverse patient effects were reported.